Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was programmed without atrial pacing, due to a suspected right atrial (ra) lead fracture. It was noted the ra pacing impedance measurements had gone from 200 ohms to greater than 2,000 ohms, and the pacing threshold measurements had also increased. Unrelated to the out-of-range ra pacing impedance measurements, the clinician noted the pacing was pacing only 78% in the right ventricle but 99% in the left ventricle. Bi-ventricular trigger was programmed on, and there were more rv sensed events than expected. A technical services consultant discussed how paced and sensed events are recorded by the device when bi-v trigger was on; this was normal device operation. No adverse patient effects were reported.

Manufacturer narrative:
A lead fracture was suspected as the cause of the out-of-range ra pacing impedance measurements, but no invasive lead testing or x-ray was performed to confirm a fracture. The device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.